Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 2500 ohms. It was noted that with isometric testing, normal impedance measurements were observed in both the unipolar and the bipolar configurations. However, subsequently the impedance measured greater than 2500 ohms again. There was also noise on the ra lead as observed on a stored episode. The ra threshold was noted to be good at 0.5 volts at 0.4 milliseconds. In addition, it was reported that the patent was feeling fast pacing with the minute ventilation (mv) sensor programmed to a high setting. In response, the mv sensor was programmed off and the accelerometer (xl) sensor was programmed on. Boston scientific technical services (ts) indicated to the boston scientific representative (rep) that they can consider programming the ra lead to a bipolar sensing and unipolar pacing configuration, but the lead may be compromised, and it cannot be guaranteed that the lead will continue to capture. The rep subsequently indicated that the following physician decided to keep the device programmed to the current sensing-based pacing mode for now and was consulting an electrophysiologist (ep) with additional decisions still pending. The lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, an additional supplemental report will be issued.

Event description:
This supplemental report is being filed based on this right atrial (ra) lead being surgically abandoned and replaced. As part of the reporting for this surgical intervention, it was additionally noted that this lead exhibited noise and oversensing with no pacing inhibition observed. No additional adverse patient effects were reported.